Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that she was hospitalized due to high blood glucose. Customer's blood glucose at time of emergency room visit was 536 mg/dl. The customer was admitted to the hospital. The customer was experiencing symptoms of migraine, dehydrated and vomiting. Customer caused of emergency room visit was high blood glucose. Customer was treated with insulin drip and fluids. Customer was wearing the pump at the of emergency room visit. The customer did not wish to do any troubleshooting with the pump.